Event description:
The representative reported that the physician had used metrix technique to place the lead in the spine, the patient was under anesthesia. Subsequent to regaining consciousness the patient had lost all movement and feeling in her lower extremities, which affected both legs. Findings from CT scan had shown no hematoma; the entire system was explanted the same day. The following day the patient had regained small movement in her left leg; there was no movement detected from the right leg. Additional information has been requested from the physician.